Event description:
The plaintiff's attorney alleged that the decedent received hemodialysis treatment on (B)(6) 2007 and experienced a cardiac arrest immediately after that treatment. The plaintiff's attorney also alleged that the decedent subsequently expired on or about (B)(6) 2007 after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products.